Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. The DHR review is not applicable or relevant because no product was returned and thus an investigation could not be performed. If the product is returned the manufacturer will reopen the complaint for further investigation. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device had a small dent on the lower left corner of the top case. The pump event history showed a syringe plunger not in place error was found during syringe test and failed syringe plunger sensor test. The cause of the reported issue was due to q1 broken off from plunger board and plunger board broken off from glue. The root cause was due to a design issue. The technician replaced the plunger board. Performed syringe test and all functional tests which passed.

Event description:
It was reported that an incorrect syringe size error was displayed. No patient injury was reported.